Event description:
The report states that in 2008 or 2009, the pt was treated using a gore excluder aaa endoprosthesis. In 2012, the pt was treated for a proximal endoleak type I. An unspecified proximal cuff was implanted. The cuff was placed just below the celiac trunk with unspecified stents in the two renal arteries and in the superior mesenteric artery (chimney technique). Final computerized tomography showed an endoleak type I b. It is planned to re-intervene and implant an extension. It was unk if there was any aneurysm enlargement. Images were not available.